Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt or check belt messages/damaged te pad/sensing electrode) has been confirmed. Upon investigation the electrode belt ECG "c&d" cable was broken, damaging all wires in the cable. The root cause for the broken wires could not be positively identified. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing adjust belt/check belt messages.